Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that her daughter's insulin pump had a keypad anomaly. The buttons were hard to press. She also stated that the reservoir is not staying in place due to physical damage to the reservoir compartment. Customer's blood glucose level was around 300 mg/dl. Customer was advised to discontinue use of the device and revert to a backup plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.